Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in operating room for scheduled device change out. Prior to the procedure upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No additional information was reported.